Manufacturer narrative:
Covidien reference#: (B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the surgeon was using an electrosurgical pencil as well as a pair of forceps in the patient cavity during a total abdominal hysterectomy. Current sparked from the pencil to the forceps and created a "candle-like" flame that was quickly blown out. There was no injury to patient.

Manufacturer narrative:
(B)(4). Date of initial report: 11/03/2015.date of follow-up report: 01/07/2016. Visual inspection of the incident pencil and concomitant electrode found eschar on the electrode, and the electrode tip was charred. Testing found the devices to function normally and within specifications. No abnormal effects were noted. Hipot testing confirmed there was no electrical leakage. The instructions for use (IFU) state the sparking and heating associated with electrosurgery can provide an ignition source. Tissue buildup on the tip of an active electrode poses a fire hazard. Keep the electrode free of all debris.